Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the rear response button cover was lifted and the contacts were corroded. The cause of the non-functional response button is the corroded contacts. The root cause of the corroded contacts cannot be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.